Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the cutline? The cutline was fine. Did the device fire a complete staple line? The staple line was. Were all the staples in the proper b form shape? Yes. The rep stated that since the surgeon fired over the bougie he was afraid that the knife may be dull and yes the surgeon always over sews the staple lines, it is his normal practice. The analysis found that the device was received in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the chief resident was firing device and crossed the bougie. The stapler crossed it without any difficulty, transecting it and incorporating not the staple line. Did not hear anything unusual. The doctor reported not feeling any additional tactile feedback or resistance. Bougie was removed from the patient side and the hole repaired via intra corporeal laparoscopic suture. The entire staple line will be overseen as usual. Stapler was replaced due to concern over possible dulled blade, etc. To be on the safe side a new device was used for subsequent firings. It was the third firing blue reload. There were no patient consequences.